Event description:
Post-operative condition with calaxo after acl surgery in (B) (6) 2006. No other information is available at this time.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).